Event description:
During a remote follow-up, noise resulting in oversensing was observed on the right atrial and right ventricular channels. A revision procedure was performed and blood and fluid was observed in the header of the device. The leads were tested via a pacing system analyzer and the right atrial and right ventricular leads were performing as expected. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Reported event of noise, oversensing, and contamination were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. A visual inspection on the header revealed a very small amount of dry blood on the connector blocks and this will not cause any clinical risk. Further analysis performed, including a sensitivity test and a cross talk noise test revealed normal device characteristics with no anomalies contributing to reported event. Additionally, a longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.